Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported missing/dislodged stent was confirmed. The missing/dislodged stent was likely due to handling during protective sheath removal. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similatr incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpackaging of the 2.25x15 rx multilink 8 stent delivery system, it was observed that there was no stent. The device was not used and there was no patient involvement. The device issue did not cause a clinically significant delay in the procedure. No additional information was provided.